Manufacturer narrative:
This complaint was investigated to the extent information was provided to coloplast. Due to the nature of this complaint and the device not being returned for evaluation a thorough investigation could not be executed. Coloplast routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
As additionally reported to coloplast, though not verified: from (B)(6), 2018 the patient experienced the following: urinary urgency, dysuria, stress urinary incontinence, abdominal pain, urinary tract infections, large post void residual (494 ml) [retention], urethritis, 2 areas of mesh exposure, severe vaginal atrophy with shortened/constricted vagina, dysfunctional voiding (suspected to be due to prolapse and sling), sleep disturbance mostly due to incontinence, difficulties with self-catheterization, blood with catheter insertion attempts and vaginal vault prolapse. The sling was excised / revised in (B)(6) 2024 and dysfunctional voiding resolved. A prolapse repair surgery is scheduled.

Manufacturer narrative:
As no lot # was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed.

Event description:
As reported to coloplast, though not verified: following an altis being implanted, the patient had voiding dysfunction [retention] and recurrent stress incontinence. The implant was ultimately explanted.

Manufacturer narrative:
This complaint was investigated to the extent information was provided to coloplast. Due to the legal nature of this complaint and the device not being returned for evaluation a thorough investigation could not be executed. Should additional information become available, a supplemental report will be filed. Complaints of this nature are monitored, and captured within the product risk documentation excluding prolapse. Causality and severity for prolapse could not be efficiently assessed in this case due to the lack of information from legal origins (medical history, examination, patient status). At this stage, this harm seems to be unlikely related to the device. No further action or corrective action is required at this time. Correction: h6 e2333 prolapse was removed h11 additional manufacturer narrative was corrected.